Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the centrimag blood pump and the reported bleeding could not conclusively be established through this evaluation. Additionally, a specific root cause for the report of air in the circuit could not be conclusively determined. Multiple requests for additional information, including the product return status of the device, were sent to the customer; however, no response has been received at this time. Furthermore, the identifying information for the centrimag blood pump was not provided and it was reported that no additional information is available at this time. The us centrimag blood instructions for use (IFU) lists bleeding as an adverse event that may be associated with the centrimag circulatory support system. The us centrimag blood pump instructions for use (IFU) cautions the user to monitor the patient¿s hemodynamics and console flow display to ensure adequate blood volume for the inlet cannula position, pump rpm, and desired flow. Increase the pump rpm in small increments to minimize the risk of exceeding the available blood volume and causing inlet cannula obstruction, suction, outgassing, and/or cavitation. Furthermore, as with all continuous flow pumps, operating at too high a speed can result in negative pressure at the inlet which can lead to collapse of the ventricle or blood vessels, inlet cannula obstruction, inspiration of air, outgassing, cavitation and increased risk of embolism. Always operate the system at the lowest speed consistent with the volume of blood available to be pumped and clinically acceptable circulatory support. It was reported that the serial number/identifying information of the centrimag device cannot be provided from the customer. However, the reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The centrimag blood pump instructions for use (IFU) lists bleeding as an adverse event that may be associated with the centrimag circulatory support system under ¿adverse events¿. This IFU also provides the following warnings and cautions: IFU warning #3: massive air entry into the pump will cause the pump to deprime and blood flow to stop. Clamp the outlet tubing, stop the pump, and remove air prior to resuming circulation. IFU warning #7: it is intended that systemic anticoagulation be utilized while this device is in use. Anticoagulation levels should be determined by the physician based on risks and benefits to the patient. IFU warming #10: frequent patient and device monitoring is recommended. IFU warning #15: monitor the patient¿s hemodynamics and the console flow display to ensure adequate blood volume for the inlet cannula position, pump rpm, and desired flow. Increase the pump rpm in small increments to minimize the risk of exceeding the available blood volume and causing inlet cannula obstruction, suction, outgassing, and/or cavitation. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #15: always have a backup centrimag pump, console, motor, and accessories available for use. Furthermore, the IFU states that, ¿actual obtainable flow is dependent on the difference between the preload and afterload of the pump (pump pressure differential, the resistance to flow through the extracorporeal circuit components (cannulas, tubing, etc.) And the patient hemodynamics (intravascular pressures, cardiac output, and available volume)¿ under ¿pressure vs flow graph¿. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that another ECMO circuit was associated with this event. Related MFR report number for console: 2916596-2020-04412. Related MFR report number for motor: 2916596-2020-04413.

Manufacturer narrative:
Patient initials and patient weight were requested, but not provided. Serial/lot number were not provided, therefore no UDI is available. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was in the operating room for a lung transplant. Once they were ready to perfuse the lungs the patient needed to go on extracorporeal membrane oxygenation (ECMO). Upon initial cannulation the femoral artery and aorta were dissected. This is the first time the circuit was used on the patient. The patient went back on bypass and the cmag circuit was thrown away because it was stagnant when the patient went back on bypass. When the patient was ready to go back on ECMO for a second time, they felt like the could not get adequate flow, the patient was bleeding and they were giving a lot of volume so they went back on bypass. There was also a lot of air in the circuit on the second go around. Once they were going on ECMO a third time they decided to just switch to a rotoflow device and everything went perfectly. The only alarms were low flow alarm setting and the intentional stopping and removing the pumps. Related manufacturer reference number for motor: 3003306248-2020-00079. Related manufacturer reference number for console: 3003306248-2020-00080. Related manufacturer reference number for flow probe: 3003306248-2020-00081.